Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, it was impossible to remove a dialysis line from the catheter. It was stated that the catheter had been placed for six days. Changing the catheter necessitated an urgent trip to the operating room. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. Dialysis line was the product being utilized with the device. Excessive force was used on the device because it was impossible to withdraw the line out of the catheter. There was no leak. There was no luer adapter issue. The remedial action performed was replacing the catheter. The intervention required was to go to the operating room urgently. There was no blood loss, and blood transfusion was not required. There were no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
D10 concomitant product: 8888145014p, 8888145014p 19/36 palindrome p kit x5 (lot#2324100299). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.